Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler pins did not align with the opposing rings during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the misalignment. Upon investigation, the two companion samples of the 3.5mm coupler jaw assemblies were clicked into the anastomotic instrument and brought together. The rings aligned as intended when approximated. The companion samples that were sent for investigation met specifications and functioned as intended. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.